Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission, device was unable to be connected to the transmitter via radio frequency telemetry connection. Upon review of the remote session record, device had a radio frequency internal error. A device download was performed successfully and communication was restored successfully. Patient was stable and will continue to be monitored remotely via merlin.net transmission.